Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6). It was noted that the patient was unable to send transmissions due to a parameter error. Programming changes were made and the device settings were reset to nominal settings. There were no further issues after the changes. There were no patient consequences.